Event description:
It is reported that the liner could not be inserted due to the locking ring, being dropped off from the groove. A new one was opened and implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.